Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 300 mg/dl. It was reported that the customer had manual injections to treat blood glucose level.

Manufacturer narrative:
An add'l lot number was reported (lot #m004411). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.